Event description:
It was reported that on (B)(6) 2012, the surgeon applied a thick layer of topical skin adhesive to the dorsum of his hand. On the same day, his hand reacted to the topical skin adhesive. The surgeon diagnosed himself with a second degree burn. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.